Manufacturer narrative:
Additional suspect medical device component involved in the event product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial/ batch :(B)(6).

Event description:
It was reported that following the trial procedure, the patient experienced severe abdominal pain. It was noted that the patient had urosepsis and was in the intensive care unit (ICU) due to an unrelated kidney issue. The physician believed that the issues were not device or procedure related, and kidney stones were likely involved. The patients leads were pulled and were not returned.